Event description:
It was reported to philips that a tube rotor warning and a low-load fluoroscopy message were displayed, resulting in reduced image quality. The device was in clinical use at the time the event occurred. No harm was reported. Philips has started an investigation of this complaint.